Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fem10120 endovascular stent graft system allegedly experienced failed to deploy and sheath fracture. This information was received from one source. One patient was involved with no reported patient injury. The male patient is (B)(6).